Manufacturer narrative:
Of the 11 allegations of a malfunction, 8 pumps were returned to animas and investigated. Of the investigated pumps, 8 were found to be malfunctioning due to cracked battery compartments and moisture ingress. In q1 2017 there were 1 additional instances of battery life with damage/moist failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 11 malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery life with damage/moist issue. These reports were received from various sources. The patients associated with this allegation ranged from 40-160 pounds and between 10 and 49 years of age. Of the reported patients, 4 were male and 7 were female.

Manufacturer narrative:
Follow up #1 07/28/2017 device evaluation: in q2 2017, there were 6 instances of battery life with damage and moisture failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.